Event description:
Customer reported a discrepancy in blood sugar readings while in the hospital; pump indicated low blood sugar, but actual levels were high; cause was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.